Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat stent blockage in the heavily calcified right brachiocephalic artery. The emboshield nav6 embolic protection device was prepared for use and no issues were noted. The device was advanced without difficulty; however, after advancing the system just past the 6french non-abbott sheath, it was noted that the tip of the wire had separated. The emboshield device and filter were removed; however the tip remained in the anatomy. The barewire tip was able to be retrieved via a snare device. The procedure was aborted, and the patient was taken to the operating room for an open repair of the brachiocephalic artery lesion. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The reported patient effect of embolism is listed in the emboshield nav6 embolic protection system electronic instructions for use (IFU) as a known potential adverse event associated with the use of the device. The investigation determined that the reported material separation resulting in embolism and unexpected medical intervention to snare the separated portion of the wire were likely related to procedural circumstances. Based on the reported information, it is likely that the tip of the barewire became stuck and/or prolapsed while exiting the 6french non-abbott sheath resulting in the noted stretched tip coils and ultimately separation of the wire tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.